Manufacturer narrative:
The following other devices were also listed in this report: triathlon p/a ps beaded #4r; cat# 5516-f-402; lot# eax4r. Tritanium bplate triathlon s4; cat# 5536-b-400; lot# cpd3624 (as reported). Triathlon mb patella pa a32; cat# 5554-l-320; lot# ejcxp. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient was revised on a knee due to infection.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding infection involving a triathlon ps insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that patient was revised on a knee due to infection.